Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported to zoll that during a biomed testing or routine preventive maintenance, the autopulse (s/n (B)(4)) displayed an error code 007 message (user advisory 7 related to sensor detection of load imbalance between the two load cells). No additional information was provided in the report. No patient involvement reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/18/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed and no related complaints were found for this autopulse platform (s/n (B)(4)). No physical damage was found during visual inspection. The archive data review showed several use advisory (ua) 7 (discrepancy between load 1 and load 2 too large), thus confirming the reported complaint. Functional testing could not be performed due to ua 7 displaying upon powering on the device. In summary, the reported complaint was confirmed in the archive data review and the functional testing. Load cell characterization was performed and the data and graph confirmed the load cell module 2 was over reporting. The load cell module 2 was replaced to remedy this issue. The device passed final functional test.